Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen was black. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec observed that the lcd cable connector located on the control board had been damaged, as well as the lcd cable itself. Ventec replaced the control board and lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was damage to the lcd cable connector located on control board and lcd cable. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.